Event description:
Serious injury involving one person. Pt reported to doctor on 6/20/98 with redness and discomfort in both eyes. Examination revealed scars approximately 3mm above superior limbus approximately 3mm in length in both eyes and treated with antibiotics product type focus dailies parameters : 8.6/13.5/-2.25, 8.6/13.8/-2.75; lot #: 3002048, 3002112; diagnosis: corneal scar right eye; type of treatment unk; prognosis permanent corneal scar both eyes, is follow-up necessary: no, is further investigation necessary: no; date reported to compliance: 7/10/98; date rec'd by compliance: 7/14/98.